Event description:
It was reported that the search av plus feature turned itself off. The physician felt the patient would benefit from the feature. The physician wanted a warning prior to the feature being disabled. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.